Event description:
Left knee swelling; difficulty bending knee; fever; chills; left knee hot; unable to walk; left knee pain; left knee effusion. Information was received on 23-feb-2007 from a female patient with a history of left knee arthritis previously treated with four prior synvisc series in the left knee once a year for the past five years. The patient received two recent synvisc injections into the left knee. After the first injection, patient experienced slight swelling of the left knee and had difficulty bending the knee. After the second injection, she experienced fever, chills, and had to use many blankets to warm her body. She stated that her knee swelling worsened, the knee felt hot and she was unable to walk and had to use crutches to ambulate. The patient's physician removed "three and a half syringes" of fluid from the left knee and injected cortisone and the symptoms resolved for about a week. The physician decided not to give patient the third synvisc injection. The patient's left knee pain resumed similar to what she had prior to synvisc and continued as of the date of this report.